Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider (hcp)) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's surgical and repeating surgical sight reopening. Patient activity would reopen surgical sites. Patient would ¿pic¿ at the sights. Regular follow-up appointments with surgeon since implant. Attempts to heal site were ineffective, and surgeon decided to explant.